Event description:
Per independent repair center statement, the unit was low o2 or yellow light. The key failure was the gear clamp was loose causing the alarm to be very faint. It was fixed. Additional malfunctions were the tie wraps were loose and the power switch was defective.